Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the information provided, the investigation determined that the reported difficulties were related to circumstances of the procedure. It is likely that during advancement, the tip of the barewire met resistance with the calcified, 80% stenosed lesion causing the tip to become entrapped in the lesion. During retrieval of the filter, the entrapped tip coils of the barewire likely stretched causing retraction difficulties requiring the filter to be retrieved with the guide catheter. Reportedly, there were no adverse patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the internal carotid artery with 80% stenosis, moderate calcification and moderate tortuosity. The emboshield nav6 embolic protection system (eps) was advanced with resistance noted with the anatomy. During retrieval of the eps, it was noted that the tip of the barewire was uncoiling [unraveling] and there was resistance. Therefore a guiding catheter which was already inside the anatomy was used to remove the eps. There were no adverse patient effects. No additional information was provided.